Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic intraperitoneal onlay mesh (ipom) using a protack device for mesh fixation, the tacks fell into the cavity of the patient. Additionally, two tacks were fired at one time. Another protack was used to resolve the issue and complete the case. There was no patient injury.

Event description:
It was reported that during a laparoscopic intraperitoneal onlay mesh (ipom) using a protack device for mesh fixation, the tacks fell into the cavity of the patient. Additionally, two tacks were fired at one time. The tacks were retrieved by means of a grasper and was taken out from the trocar and another tacker was used to resolve the issue and complete the case there was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the handle of the instrument was received detached from the shaft and was separated at the weld and broken at the part where the shaft would attach. The tacks were visible in the shaft and an additional shaft was received without the handle. It was reported that the component was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is handled roughly during use. It was also reported that there was a double index. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: applying excessive pressure against the nose of the instrument may stall and/or jam the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.